Event description:
The customer reported that no sound coming from the unit. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. Reporter institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the alarm was visually ok but there was no sound from the device. It is known if the device was in use for use, no harm was reported. The philips remote service engineer was working with the customers biomed and the results of functional testing indicate it was a windows sound configuration problem. Based on the information available and the testing conducted, the cause of the reported problem was sound that was configured to pass via the hdmi cable. A remote modification of the configuration was done so that it passes through the speaker. The device was operational after repairs were completed.